Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise and myopotential oversensing that resulted in automatic mode switching on the right atrial channel. No intervention was performed and the patient was stable and will continue to be monitored.